Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that the customer had problems with the functionality of the insulin pump. The customer's blood glucose was unknown at the time of incident. Troubleshooting was unable to be performed. The insulin pump will not be returned for analysis.